Event description:
Reporting status: serious injury. Reporting rationale: dissection resulting in permanent impairment. Device issue: no device malfunction has been reported. It was reported that in 2008, a xience stent was implanted. The stent was deployed between 9-12 atm. A dissection was noted, distal to the stent; however, it was not treated. Four hours post procedure, the patient suffered a minor stroke. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection and stroke, as listed in the xience v instructions for use (IFU), are known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. It is possible that the stroke is a secondary effect of the dissection. A conclusive root cause for the reported patient effects, and the relationship of the device, cannot be determined.